Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, and missing end cap sticker. No adhesive in reservoir compartment noted. Unit was received with intermittent button response due to flattened esc button and act button dome switch. Keypad connector was fully locked.

Event description:
The customer reported via phone call that he lost the insulin pump's battery cap. The battery was in the insulin pump. There was a crack on the insulin pump where the battery goes in. Customer's blood glucose level was 139 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.